Manufacturer narrative:
Tandem¿s t:flex user guide states that reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. "The infusion set must be replaced and rotated every 48-72 hours, or more often if needed." Also, humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5, malfunction code, and multiple occlusion alarms occurred. Reportedly, the customer refills cartridges and uses the cartridge/infusion set for 4 days. The customer's blood glucose level was not impacted and the customer reportedly reverted to manual injections. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report. The malfunction alarm was cleared, a new cartridge was loaded, and insulin delivery was able to be resumed.